Event description:
The company was conformed that the pt fell and hit his head resulting in loss of sound. External equipment was exchanged, however this did not resolve the problem. Testing of the device showed that it is not functioning. Device revision surgery is under consideration.